Manufacturer narrative:
(B)(4). Concomitant medical products: item #unknown unknown stem lot #unknown, item #unknown unknown head lot #unknown, item #unknown unknown cup lot #unknown. No device or additional investigative inputs were provided for evaluation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient had a liner swap for unknown reasons. No further information has been made available at the time of this reporting.